Event description:
It was reported that a user experienced intermittent bluetooth communication failures when attempting to pair a dexcom g7 continuous glucose monitor with an ilet bionic pancreas, while an older ilet and the dexcom mobile app on the phone were still connected; the issue presented as repeated pairing failures that resolved to a warmup message after reentering the sensor code and disabling other bluetooth connections, indicating an interoperability problem involving the device¿s wireless components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue leading to intermittent communication failure attributable to the electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration error or an intermittent communication issue during pairing.